Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call that the insulin pump had an unresponsive keypad and the buttons are hard to press. The caller did not know the blood glucose reading. The customer left the insulin pump at the hospital. The nurse is not aware of any significant events prior to the keypad issues.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape buttons dome switch. No unlocked lcd keypad connector. No unexpected button hard press anomalies noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.